Manufacturer narrative:
The investigation determined that both lower than expected vitros sodium (na+) results and higher than expected vitros potassium (k+) results were obtained from two different levels of non-vitros biorad quality control fluids, lot 46010, using vitros na+ slide lot 4260-1140-5237 and k+ slide lot 4102-1148-4323 on a vitros xt3400 chemistry system. The assignable cause of the issue was user error when creating the calibration event in the calibration programming module of the vitros xt 3400 chemistry. The calibrator kit lot displayed on the calibration reports was calibrator kit lot 0283, however, the customer performed the calibrations using calibrator kit lot 3254. Therefore, the incorrect calibration data was used to generate the calibration. Acceptable vitros na+ and k+ performance was observed after additional calibration events were performed using the correct calibration programming protocol. The investigation found no indication vitros na+ slide lot 4260-1140-5327 or vitros k+ slide lot 4102-1148-4323 contributed to the event as acceptable performance was observed after additional calibration events were performed using the correct calibration programming protocol. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with either vitros na+ slide lot 4260-1140-5327 or vitros k+ slide lot 4102-1148-4323.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros sodium (na+) results and higher than expected vitros potassium (k+) results were obtained from two different levels of non-vitros biorad quality control fluids, lot 46010, using vitros na+ slide lot 4260-1140-5237 and k+ slide lot 4102-1148-4323 on a vitros xt3400 chemistry system. Biorad level 3 na+ result of 136.7 mmol/l vs. The expected result of 163.0 mmol/l biorad level 1 k+ result of 3.76 mmol/l vs. The expected result of 2.53 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient sample quality control samples. The patient did not indicate patient samples were tested and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment 608414.